Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with stored episode of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial lead. Noise was reproducible with isometric exercise, and brief pacing inhibition was observed. No interventions were made. The patient was stable and will continue to be monitored.